Manufacturer narrative:
During visual inspection it was noted that the insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a diagonal scratch across the screen of his insulin pump. It is making it difficult for him to read it. He also mentioned that his device is not communicating with his meter. Customer's blood glucose is 260 mg/dl. He is unaware of how the damage occurred. The meter option was off. It was turned back on and the meter issue was resolved. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.